Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was found that the coating was peeling off the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: degradation problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.